Event description:
Device malfunction: anterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss was experienced. Hemostasis was achieved using an angioseal. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device was received. Investigation was not complete.